Event description:
It was reported that a patient underwent a revision arthrodesis surgery to explant a paragon 28 monster screw. The screw was broken and there was a non-union across the joint. The surgeon stated patient non-compliance after the initial surgery was performed. The patient allegedly went skiing soon after the initial operation.